Event description:
It was reported that the patient was deceased. The patient's fiance stated that the patient passed away from cystic fibrosis exacerbation and that blood glucose levels were within normal limits. He also reported that she was hospitalized for 24 hours prior to the event and that insulin pump therapy was discontinued during this time. No death certificate was available at the time of this report.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.